Manufacturer narrative:
(B)(4). The device was discarded and will not be available for evaluation.

Event description:
According to the reporter: occurred during an esophagectomy procedure. The needles were falling out of the device. The needles were not detaching from the suture thread, but were falling out of the grasp of the device. The needle fell into the cavity of the patient but it is unsure if it was retrieved. Both the device and the needle were discarded.